Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier for this station had worked intermittently and tested it in diagnostics and found that there was an issue with the biometric identifier. A field service engineer (fse) attempted reseating cables, changing universal serial bus ports, and replacing the biometric identifier universal serial bus cable, but these actions were not correct the issue and replaced the biometric identifier to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint reader was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.